Event description:
This complaint is from a clinical study. The pt was a male. The target lesion was the left internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80.2%. The angioguard xp delivery and the stent placement were successful. Pre-dilatation (3mm/8atm, brand unk) and post-dilatation (4.5 mm/8atm, brand unk) were performed with balloon catheter. About 1 hour after the cas procedure, the pt developed stroke with symptom of paralysis on his left side of the body and consciousness disorder . A brain hemorrhage on the contralateral side was confirmed by CT. Therefore, removal of hematoma by craniotomy procedure was carried out and monitored carefully. According to the physician, there was no relation between the procedure and the stroke as the brain hemorrhage was found on the contralateral side. Paralysis on the lower limb still remained on the pt.

Manufacturer narrative:
Device history record review was conducted, and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.